Event description:
It was reported that two signal artifact monitor (sam) episodes were stored on this pacemaker, causing minute ventilation (mv) to be deactivated. Technical services (ts) reviewed the electrogram (egm), which noted oversensing of noise, believed to be electromagnetic interference (emi). The patient confirmed that they underwent knee surgery that day. Lead impedances stable and within range. The device was reprogrammed and remains in-service. No adverse patient effects were reported.